Manufacturer narrative:
On (B)(6) 2020, mentor received additional information confirming the following: -the patient's previously unspecified mentor gel device was confirmed to be a mentor memorygel breast implant 700cc, catalog# 3547001, serial# (B)(6). -an updated date of implant was received: (B)(6) 2011. On (B)(6) 2020, mentor completed evaluation of a returned photo of the device. Device evaluation summary: upon visual evaluation of the image provided in the complaint, it could be observed the silhouette of two implants, however, it couldn't identify if both were ruptured since the image provided it was mostly black. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information are consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received updated/confirmed catalog and lot numbers for the device. Relevant fields have been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation with unspecified mentor smooth gel implants and experienced a rupture on the right side post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020.